Event description:
The customer's wife reported via phone call that the insulin pump had a motor error alarm. During troubleshooting, the customer's wife reported that the customer was recently hospitalized due to a high blood glucose level. Blood glucose level at the time of admission was 580 mg/dl. The caller stated that the customer was vomiting and dehydrated. Caller reported that the high blood glucose level may have been due to a kink or air bubble in the tubing, or the motor error alarm. Customer's wife will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.